Event description:
It was reported that the right ventricular (rv) lead was damaged due to cautery used, resulting in high impedance and loss of bipolar capture. This rv lead was explanted, replaced with a different model and old rv lead was retained by the customer. No additional adverse patient effects were reported.